Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, suffering, disability, impairment.

Manufacturer narrative:
The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.